Event description:
It was reported that the autoclavable camera head had a dark image during an unspecified therapeutic surgical microscopic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, g3, g6, h2, h3, h6 and h11. Corrected field: h8. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water invasion in the imaging, water invasion in the cable. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.